Event description:
Litigation alleges physical injury, pain, bodily impairment, and elevated metal ion levels. The litigation does state that the right hip has been revised, but does not provide a date of revision. Patient is bilateral.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 07/09/2014 - plaintiff&#38112;preliminary disclosure form with medical records was received, which identified dob, doi, and dor information. Part/lot were identified from patient sticker sheet. Medical records indicate that upon revision, synovial hypertrophy and brownish fluid, inflamed tissue around the synovium, dark metal staining around the trunnion, and erosion in the posterior area of the acetabulum with a cyst were noted. The information received does not change the MDR decision. The complaint and associated mdrs were updated. The complaint was updated on: 07/21/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.